Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor seystem. Pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.